Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: overweight, one opening extended, crease flat, red particles on the shell and the gel. A microscopic analysis was performed which identified: one striated opening on the posterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.